Event description:
A medtronic representative reported that, while in a cranial procedure, using synergy cranial 2.2.6, there was an alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. No patient files/logs have been returned to manufacturer for evaluation.